Event description:
Adverse event: septic arthritis. On 2010-(B)(6) - an (B)(6) female patient received first injection of supartz for osteoarthritis and tolerated well. On 2010-(B)(6) - she received second injection of supartz and tolerated well. On 2010-(B)(6) - her knee became inflamed and swelling 24 hours after the second injection of supartz. It was causing her pain. She contacted her injection physician and was advised to elevate the leg and use ice packs for swelling. On 2010-(B)(6) - she reported the swelling and pain had increased significantly. She was seen in the ER and had an aspiration. On 2010(B)(6) - she was seen by her injection physician. Her condition was reported as significant amount of effusion about her knee. She has significant tenderness globally about her knee and approximately 50 cc of cloudy turbid synovial fluid was aspirated from her right knee. She was placed on bactrim prophylactically. Her lab results reflected a wbc of 108,000 as well as strep organism not identified yet. On 2010-(B)(6) - she was admitted to the hospital. She had more fluid aspirated from the knee and arthroscopy irrigation and debridement to the right knee was performed. Her lab results indicated the wbc was higher than previously reported and the culture was positive for (B)(6). She was given vancomycin in the hospital is going to follow up with the infectious disease for daily antibiotics. On 2010-(B)(6)- the injection physician's assistant reported the patient was responding well to antibiotics and is feeling better. On 2010-(B)(6) - she was discharged from the hospital. She is recovering at home and is responding well to antibiotics. The physician's assistant stated the injections were given under sterile technique and the user facility has performed thousands of supartz joint therapy procedures yearly and has never seen this type of reaction. As a precautionary measure, the user facility is returning all remaining syringes with the same lot number. Lab reports and patient charting will be forwarded. The injection physician relates the patient's reaction to the supartz.

Manufacturer narrative:
Additional implanted date: (B)(6)2010. We are now investigating this case. It seems unlikely that the infection was attributable to supartz, considering the fact that no adverse event was reported on the reported batch (lot# 9x390n), and that there were no problems on the specification test results on releasing and the records of manufacturing process for lot# 9x390n.